Event description:
The customer reported while using a full-body manikin at the customer site for crew training, the autopulse nxt platform (B)(6) would not cinch down even with the bands in place. The customer also reported that the nxt platform emitted an odor and illuminated the alert yellow triangle indicator. The odor smelled like something was burning. However, there wasn't any safety concern related to the odor. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the reported complaints that the autopulse nxt platform (B)(6) would not cinch down even with the bands in place, emitted an odor, and illuminated an alert yellow triangle indicator were not confirmed through archive data review or functional testing. The autopulse nxt platform functioned as intended. Review of the archive data revealed no errors or faults. The autopulse nxt platform successfully passed preliminary functional testing with no faults or errors. The reported burning odor is typically attributable to residual oil burning off the motor as it heats; however, no such odor was detected during testing. The platform underwent continuous testing using the large resuscitation test fixture (lrtf) with two nxt batteries, a process intended to further reduce any remaining oil residue within the motor. Following service, the autopulse nxt platform passed all testing criteria.